Event description:
Customer reported suffering a stroke while he was driving which led to a car accident due to inaccurate readings from their precision xtra meter. Customer reported loss of consciousness after his car hit a tree. Paramedics were called and transported customer to hospital where he was diagnosed with diabetic ketoacidosis. The course of treatment at the hospital is unk.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.